Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1nbcn, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-jan-2022, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient said the current device is not working and she shut it off. Patient said it really didn't do what she hoped it would do. She was experiencing pain in her left leg. Patient has leakage of bowl. If she turns the stimulation on she gets cramps in left foot. The patient also mentioned almost immediately after implant two wires came out. Patient said she can feel the wires coming out of back. Patient said there shouldn't be a kink in back. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When asked for the circumstances that led to the device not working, stimulation in legs, and the wires coming out the patient replied that it was because they have had many colon/rectal surgeries and were told it may not help them. The patient continued that in the end they had another wire sticking out of their back and had turned off the device. The patient stated their condition had remained the same with it on or off, but the pain had stopped, of course. The patient reported there were no steps taken to resolve the issues as they were told it was still working with the wire sticking out. No further complications were reported.